Event description:
(As reported to hdc on 6/22/98) upon removal of PICC line resistance met. Heat applied to upper arm. Between 6-17 inches out of arm when PICC line broke. About 1 inch of catheter remained inside vessel. Tourniquet applied to upper arm. Md notified. Pt sent to ER. Surgical removal of remaining 1 inch.